Manufacturer narrative:
The device is currently not available for analysis. Conclusions regarding the clinical observation cannot be drawn for the time being. There are currently no supplementary data. The case is therefore closed. If additional information should arrive at a later point of time, the case will be reopened, and the investigation will continue.

Event description:
Ous MDR - it was reported that during the implantation procedure the suture sleeve was inadvertently pushed into the vein. The lead was pulled back and thereby the suture sleeve was pulled off from the lead. The suture sleeve reportedly remained in the patient in the area of the pulmonary artery.

Manufacturer narrative:
The returned lead was thoroughly analyzed. A kinked distal end was found that is probably a result of the operation process. Otherwise, there were no deviations that could have contributed to the clinical complaint. The manufacturing process of this lead was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no material defects or manufacturing errors found during the analysis.